Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, staples did not fire; did not create staple line. The linear cutter did cut the tissue however the staples did not completely form after tissue was transected. No information on the patient was provided however a competitor stapler was used to finish the procedure.

Manufacturer narrative:
(B)(4). Batch #: t5ah01. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damage and with a cartridge reload present. The reload was received fully loaded with staples and with the swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device and returned cartridge were tested for functionality, fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. In addition, the device was tested for functionality in two (green - blue) staple height selector positions with test cartridge reloads and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.